Manufacturer narrative:
Device code 1069 has been chosen to represent reportable event of stent shaft break. The analysis of the returned product revealed that: the stent was returned damaged, the loops were found ripped/torn; consequently, confirming the reported complaint. It is important to mention that the suture was not returned for analysis. The device history records review was performed and no anomalies were observed, the review confirmed that the device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. According to the complaint information the failure was noted during the preparation and the device was returned without the suture string, it is evidence of the stent was manipulated. It is important to mention that no defects were reported by the user during the unpacking, therefore, the loops of the stent are likely ripped/torn by the that could have been generated by the user or due to the interacting of the device with the suture string, the failure found is consistent with one caused with the suture is being pulled and the damaged the loops and the defect was noted at the bladder side of the device specifically in the loop where the suture goes placed. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event. All compiled information on this investigation determines that the most probable cause is: adverse event related to procedure. No further escalation is required.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a percutaneous renal stenting procedure, performed on (B)(6) 2019. According to the complaint, during unpacking of the device the stent shaft was found fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a percutaneous renal stenting procedure, performed on (B)(6) 2019. According to the complaint, during unpacking of the device the stent shaft was found fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.